Event description:
The customer reported error code e315 (unsupported scope) was displayed on the video processor during a procedure. The customer performed troubleshooting steps and the error code was resolved. There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The error code was resolved by removing the cable that is specific to the 180 series scope from the video processor. The customer was advised that when using other scopes, the cable for the 180 series scope should not be in the machine. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.